Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) replaced and was very happy. Additional information received reported under reasons for removal that the patient stated that the ins was shocking and jolting and that battery depletion was normal. It was noted that there was no patient injury and no patient death.

Manufacturer narrative:
Product ID: 3487a-45, lot# va0baqh, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# va0baqh, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Analysis found that the implantable neurostimulator (ins) was functionally okay and had insignificant anomalies. It was noted that the control device was a rechargeable. During the beginning of the test the control device was being charged, which affected the control's output amplitude for the first 5 hours. Both devices functioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was doing well.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a shocking and jolting sensation. It was noted that impedance testing was done. It was further noted the patient¿s implantable neurostimulator (ins) was replaced. Additional information was requested, but was not available as of the date of this report.